Manufacturer narrative:
Correction: per patient's surgeon, the correct date of procedure was (B)(6) 2011; not (B)(6) 2011 as previously reported. (B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2011 to remove skin overgrowth and to replace the abutment. The implanted device remains.